Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar was not firing and replaced monopolar instrument and cautery cable associated but fault persisted. A technical support engineer (tse) found the error c34 in the logs which informing that the generator failed and needs to be replaced. Tse suggested to take another vision side cart (vsc) from another system. Tse asked for a force triad as temporary solution and will use it as a workaround for the ongoing procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vio dv 2.0 integrated electrosurgical unit (iesu) was analyzed and the (error c-34) error was found, during (iesu cautery activation), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.